Event description:
Have rash on breast as result of implants that is not fixable with creams. Had double mastectomy with reconstruction in early 2016. Implants are textured silicone. Rash started to appear around 2018. Breast surgeon prescribed two different steroid creams that worked initially but rash came back after stopping use. Dermatologist tried stronger steroid that didn't work. Have been recommended now that only option is to lighten skin via pulse layer procedure with cosmetic dermatologist. Physicians believe it's implant related illness so can't predict if rash would come back if I needed revision surgery to replace the implants. FDA safety report ID# (B)(4).